Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen make it harder to read and sometimes pushes the button and it did not detect. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump had rejected new battery, random unexplained alarms and sounds like its getting harder to rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device was monitored for 3 days. No unexpected alarms noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, scratched case, cracked battery tube threads, broken belt clip slot, stained end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.